Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through troubleshooting steps, but the issue persisted. Therefore, a pump replacement was arranged. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.